Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient was presented with in-stent restenosis. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a 014 non-bsc guidewire crossed the lesion, pre-dilation was performed using a 2-220 coyote balloon catheter. A 6.0x40, 75cm mustang¿ balloon catheter was advanced for re-dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured after being inflated for 20 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.